Event description:
It was reported that when setting up the patients new system controller, an emergency backup battery (ebb) fault occurred. The ebb was exchanged.

Manufacturer narrative:
Section a4: patient weight was not provided d4 - the primary UDI number in d4 is reflective of all currently available information no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.